Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the removal was due to the nail cut-out from the femoral neck with secondary reposition loss.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : explantation of a reclaim hip-stem left side because of infection. According to the information received, ¿explantation of a reclaim hip-stem left side because of infection.¿ the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that reclaim prx bdy cone 20x75 found nothing indicative of a device nonconformance or defects that could have contributed to the reported event. A dimensional inspection for the reclaim prx bdy cone 20x75 was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the reclaim prx bdy cone 20x75 would not contribute to the a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : bfarm DHR review product description: reclaim prx bdy cone 20x75, product code: 197520075, lot number: m4172z. 1) quantity manufactured: (B)(4), 2) date of manufacture: 11-07-2023, 3) any anomalies or deviations identified in DHR: no, 4) expiry date: 30-06-2033, 5) IFU reference: 090200799 .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Bfarm DHR review: product description: reclaim prx bdy cone 20x75; product code: 197520075; lot number: m4172z. 1) quantity manufactured: (B)(4); 2) date of manufacture: 11-07-2023; 3) any anomalies or deviations identified in DHR: no; 4) expiry date: 30-06-2033; 5) IFU reference: 090200799. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: bfarm DHR review; product description: reclaim prx bdy cone 20x75; product code: 197520075; lot number: m4172z. 1) quantity manufactured: (B)(4); 2) date of manufacture: 11-07-2023; 3) any anomalies or deviations identified in DHR: no; 4) expiry date: 30-06-2033; 5) IFU reference: 090200799.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Explantation of a reclaim hip-stem left side because of infection.